Manufacturer narrative:
(B)(4). Additional information has been requested but not yet received. A supplemental report will be submitted upon receipt of any new information. Device has not been received. A supplemental report will be sent upon completion of investigation if device is received.

Event description:
According to the reporter, during liver resection, the reload was clamped on the vein, articulated and closed for fire. The device entered firing mode and the status indicator was flashing green, however, the device did not fire. There was no injury or adverse event reported. Additional information has been requested but not yet received. A supplemental report will be submitted upon receipt of any new information.

Manufacturer narrative:
(B)(4).device has been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one idrive ultra powered handle 1, one endo gia 60mm articulating medium/thick reload, and one endo gia adapter standard opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned devices. No visual abnormalities were noted for the handle, adapter, or reload. The eeprom was uploaded and indicated 34 autoclave cycles for the handle. No error codes were observed in the eeprom that would confirm the reported condition. The eeprom was uploaded and indicated 34 autoclave cycles for the adapter. No functional abnormalities were noted for the handle, adapter, or reload. The returned products as received were found to meet quality release specifications after application in a clinical setting and the reported conditions were not confirmed. The event did not meet the regulatory reporting criteria. The file will be closed as tested satisfactorily as the devices were found to meet all visual and functional test specifications. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.